Event description:
It was reported that the ptfe coating of an asahi rinato guide wire was found peeled off to expose the internal metal core when it was being introduced into the concomitant catheter. The pci was successfully completed with a new guide wire. There were no adverse patient effects associated with this event.

Manufacturer narrative:
Manufacturing site: (B)(4). Device evaluation could not be performed because the affected device was discarded by the user facility. Review of lot history records including ptfe adhesion test revealed no anomaly relating to the reported event. No other similar product experience report was received from this lot. Based on the results of lot history records review and referring to known similar events, it was presumed that the ptfe coated surface of the rinato guide wire was scraped by the edge of a metal inserter, torque device, or the like during preparation for the pci. It was concluded that this event was not attributed to product quality. Instructions for use (IFU) states: [malfunction and adverse effects] abrasion of the guide wire coating.

Event description:
It was reported that the ptfe coating of an asahi rinato guide wire was found peeled off to expose the internal metal core during a preparation for a pci. There were no adverse patient effects associated with this event. It was reported that the ptfe coating of an asahi rinato guide wire was found peeled off to expose the internal metal core during preparation for a pci. There were no adverse patient effects associated with this event.